Event description:
At the end of a lumbar laminectomy, it was noticed that the pt had a minor burn adjacent to the incision line, approx 1/8 inch - 1/4 inch size. The burn was treated with standard surgical dressing and scarring is not expected.

Manufacturer narrative:
It was confirmed that the device will be returned to the MFR for investigation, but has not yet arrived.